Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, the device got stuck in the lesion and the stent was lifted. The procedure was completed with a non-boston scientific stent. There were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, the device got stuck in the lesion and the stent was lifted. The procedure was completed with a non-boston scientific stent. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr ous 2.50 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found distal stent damage, with distal stent struts lifted and pulled distally. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.